Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "shuts off and stops feed". Mmdg followed up with the initial reporter, but no other information was provided. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. The pump history log was also reviewed and there was no indication that the complaint occurred as reported. Based on this information, no MDR was required.

Event description:
The initial reporter stated that the pump "shuts off and stops feed". Mmdg followed up with the initial reporter, but no other information was provided. Complaint-(B)(4).